Manufacturer narrative:
(B)(4). The customer reported that the device did not display the q-CPR parameters as expected during a code. The customer stated that device behavior did not impact pt treatment or outcome. The outcome for the pt following treatment is unk. A philips field service engineer evaluated the device and there was no malfunction. The device was functioning as designed and intended. This was a user misunderstanding related to mode selection that displays the q-CPR parameters in the manner that the users were expecting. There was no malfunction of the device.

Event description:
The customer reported that the device did not display the q-CPR parameters as expected during a code. The customer stated that device behavior did not impact pt treatment or outcome.